Event description:
Drape on plif tray had partial tear that only went through 1 of 2 layers. This tear was found in sheet, prior to case starting, a new sterile kit was brought to the operating room. FDA safety report ID# (B)(4).